Event description:
It was reported by service report that the zoom function would operate intermittently. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: zoom; csi box.